Event description:
It was reported an infection occurred. It was further reported reported there was lead vegetation. The organism was identified as (B)(6). The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).